Manufacturer narrative:
Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 18 september 2017 with no reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Tibial baseplate was identified to be loose on x-ray and subsequently patient was revised to a cemented tibia with augment and stem.